Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission in (B)(6) 2017, intermittent noise on the atrial lead was observed. The noise triggered auto mode switch episodes, minimal at first but then became more frequent. No atrial fibrillation or tachycardia episodes were noted. The lead was capped and replaced on (B)(6) 2018. The patient was stable before and after the procedure. There were no complications and there was normal device function the next day.